Event description:
It was reported that when physician used the ultrasound probe it left metal shavings in pt that were visible on the camera screen. There was no pt injury reported.

Manufacturer narrative:
Method- tested with a digital multi meter, ultrasonic generator and oscilloscope. Conclusion- probe is worn out due to usage. Evaluation summary: ultrasound sonotrode: visual inspection indicates probe is worn due to usage. Investigation of instrument showed that probe was losing material due to excessive friction between the scope and probe's wall. Cause of event: normal wear and tear.